Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronics or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The customer might have been swimming at the beach before he/she received the alarm. He/she was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.